Event description:
It was reported that the ventilator alarmed for high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that alarm o2 concentration high occurred. Identification of issue has been done by analyzing problem description. There was no patient harm. Based on technician statement, high o2 concentration alarms occurred. It was found that there was an issue with air gas supply due to blocked air filter. The air filter has been cleaned and reconnected. The device passed all performance tests and could be returned to clinical use. No parts were replaced. No further failures were reported. Alarm o2 concentration high is activated when measured o2 concentration exceeds the set value by more than 5 vol.%. One of the causes of that might be that gas supply or air line is disconnected or there is no supply form wall outlet. In this investigated case, during the troubleshooting technician found out that the air filter was blocked. The issue has been solved by cleaning and reconnected the filter. Therefore, it has been concluded that the most probable cause was blockage of the filter. Air filters are articles of consumption and should be replaced approximately every 12 months or every 5000 hours of operation, whichever comes first. Air inlet filter is included in maintenance kit servo-s 5000 h. It is unknow when the last time the filter was replaced, however according to the technician the filter was cleaned properly by the customer. Therefore, the root cause has not been determined.